Manufacturer narrative:
One used decontaminated sample was received for investigation. Received flat filter with rotating hub that was assembled 5 times with received epifuse connector and after overtightening of the filter the disconnection appeared each time. As per the IFU, overtightening the connection between the epidural catheter connector or epidural needle to the male rotating collar may cause rotating collar to dislodge from filter body. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the slightest overtightening of the filter leads to a disconnection and the need to open a new pack. There was patient involvement, but no patient harm/adverse event reported. There were multiple devices affected.